Event description:
It was reported the device was used during a hysterectomy procedure. It was reported by the affiliate that the device jammed after the first firing. There was no pt consequence.

Manufacturer narrative:
Dislodged anvil. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, brokenm; batch number, k0104m; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.